Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion and a "system reset" discovered during normal follow-up. The crt-p was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device was not in safety mode and the elective replacement indicator had not been triggered. No fault codes were recorded. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to premature battery depletion and a "system reset" discovered during normal follow-up. The crt-p was returned to boston scientific for analysis. No additional adverse patient effects were reported.